Event description:
It was reported that the device will not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.